Event description:
The patient reportedly experienced loss of lock between the external equipment and the cochlear implant. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.